Event description:
It was reported that the pt experienced hypotension, renal failure and encephalopathy. The physician wanted the pt's pump stopped. He had planned to supplement the pt with oral pain medications if needed to treat any possible withdrawal symptoms. The medication being delivered via the device system was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available